Event description:
It was reported that during preparation for a procedure using an intellanav stablepoint open-irrigated catheter the irrigation water flowed in an unexpected direction. The physician suspected the device to be defective so they exchanged the catheter before starting the procedure. They completed the procedure without any patient complications. The catheter is expected to be returned for analysis.

Event description:
It was reported that during preparation for a procedure using an intellanav stablepoint open-irrigated catheter the irrigation water flowed in an unexpected direction. The physician suspected the device to be defective so they exchanged the catheter before starting the procedure. They completed the procedure without any patient complications. The catheter has been returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at the boston scientific post market laboratory for analysis the device was visually inspected. This revealed a small obstruction in one of the irrigation holes within the distal tip. The device was then functionally tested which found the control knob functioned properly and without abnormal resistance from the tension knob. Next they tested the irrigation flow and found that the catheter was unable to achieve a flow rate that would be within specifications and the dispensing flow was abnormal. It has yet to be determined what material the obstruction was composed of, nor what it's root cause was and it's total impact on the dispensation of irrigation. However, the obstruction was determined to have caused unequal liquid flow from the tip. There is no evidence this device was used in a manner inconsistent with the labeled indications. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.